Manufacturer narrative:
The insulin pump was received in with intermittent button response due to moisture damage on the keypad trace. The device passed the excessive no delivery, prime and displacement tests. Scratched display window noted.

Event description:
It was reported that the customer's insulin pump alarmed while changing the infusion set. The caller stated that the device had a frozen display, and after changing the battery, the insulin pump was not functioning anymore. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.